Manufacturer narrative:
(B)(4) - occlusion of renal arteries is listed in the IFU. Device occlusion of vessels is listed in the IFU. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, correct product sizing instructions, and the proper deployment sequence. Specific to this case the instructions for use for the main body graft state: "inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications." The main body IFU also states: "the zenith aaa endovascular graft with the h and l-b one-shot introductions system and ancillary components is indicated for the endovascular treatment of pts with abdominal aortic or aorto-iliac aneurysms having morphology suitable for endovascular repair including: adequate iliac/femoral access compatible with the required introduction systems, non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15mm, with a diameter measured outer wall to outer wall of no greater than 28 mm and no less than 18mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta, iliac artery distal fixation site greater than 10 mm in length and 7.5-20mm in diameter (measured outer wall to outer wall)." The main body IFU also provides detailed instruction on proper placement of the suprarenal stent in order to maintain patency of renal arteries. The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description. We will continue to monitor for similar complaints.

Event description:
On (B)(6) 2010, a (B)(6) male pt whose right common iliac artery was occluded, underwent initial aaa repair as labeled under general anesthesia. The pt's anatomical form was not suitable for endovascular repair because of the severe proximal neck angulation to both the axis of the aneurysm and the suprarenal aorta. The access route was 5mm. The procedure consisted of placement of a zenith main body graft, a zenith converter and a zenith iliac leg graft. The final angiography confirmed occlusion of the right renal artery, type iii endoleak from the junction of the converter (1820334-2010-00193) and distal type I endoleak (1820334-2010-00195). Both leaks got better by ballooning, but they were not gone completely. Although, the physician expected they will be gone. The right renal artery was not completely occluded but the blood flow was poor, thus the physician attempted cannulation using a guiding catheter and a guidewire but failed due to a strong angulation. The physician decided to take a wait-and-see approach. The pt's urine volume was not problematic during the procedure and the creatinine level was 1.8mg/dl. The pt's condition is unk as not provided by the reporter.